Event description:
It was reported that the pacing lead impedance had decreased and a new sense/pace lead was implanted. While performing dfts, a popping sound was heard and a message was displayed noting low impedance in the circuit. The ICD was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.